Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a three second pause on a holter report. Oversensing was suspected by the field representative. No events were stored within this device. Boston scientific technical services (ts) was consulted and it was not clear if it was a pause since small qrs complexes were observed, however, undersensing was discussed. The field representative stated that the holter was due to this patient experiencing palpitations. No adverse patient effects were reported. At this time, this device remains in service.